Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported unit auto cycled and alarmed per high rate setting of 60bpm. No patient harm reported. Patient information requested.